Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion, the cadd cleo infusion set, detachment of the plastic portion containing the cannula from the adhesive. Leakage and odor of insulin was identified. There was patient involvement with no harm.